Event description:
A report was received that the patient's stimulation would turn on and off without intervention. X-rays confirmed the paddle lead was fractured. The physician has recommended a lead replacement.

Manufacturer narrative:
Additional information was received that the patient elected to not undergo the revision. The patient was able to successfully charge his ipg and was reportedly doing well. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg) additional information was received that the patient underwent an explant procedure. The physician elected to explanted patient's entire system. The device was working properly. The patient is reportedly doing well.

Event description:
A report was received that the patient's stimulation would turn on and off without intervention. X-rays confirmed the paddle lead was fractured. The physician has recommended a lead replacement.

Event description:
A report was received that the patient's stimulation would turn on and off without intervention. X-rays confirmed the paddle lead was fractured. The physician has recommended a lead replacement.